Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient passed away coincident with peritoneal dialysis (pd) therapy. The cause of the patient¿s death was unknown. It was not reported if the patient was hospitalized prior to the event of the death. It was not reported if pd therapy was ongoing at the time of death or if the patient was connected for therapy. It was also not reported if an autopsy was performed. No additional information is available.